Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to bacterial infection. In addition, thrombus was seen on the rv pacer lead which was removed. The patient was given intravenous antibiotics. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to bacterial infection. The patient was given intravenous antibiotics. The rv lead was explanted. No additional adverse patient effects were reported.